Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the malunion is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Removal does not indicate a defect in the product or a failure of the implant. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2025 that a sign im nail implanted to repair a fracture had to be removed due to malunion. Surgeon comment: "when removal of implants, there was no movement at fracture site and wait and see disability because immediate correction of malunion was more danger."